Event description:
It was reported that the pump declared alarm 30 while pumping, and despite attempts to reload with a new cartridge following proper technique, the issue persisted, preventing resumption of insulin therapy. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support determined the pump needed replacement and instructed the caller to use multiple daily injections as backup therapy. The customer was guided on putting the pump into storage mode and acknowledged returning it with a pre-paid label within 10 days.